Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays and photographs were reviewed, and the investigation can not confirm the adverse event associated with the reported locking screw. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Appropriate term / code not available (e2402) is used to capture unspecified nervous system problem (e0139).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The article titled "differential indication of anatomic and reversed shoulder prostheses in fracture sequelae differential indication of anatomic and reversed shoulder prostheses in fracture sequelae" written by u. Irlenbusch, u. Fuhrmann, k. Gebhardt, and o. Rott was published in the journal of orthopaedic trauma in 2008. The purpose of the article was to compare 55 patients with secondary trauma who utilized an anatomic head prostheses (36 cases using a competitor) vs an inversed prostheses (19 cases using delta iii). Complications of the delta iii: 1 acromion fracture. 2 dislocations. 10 cases of scapular notching. 1 case of "components were disconnected". 3 cases of infection rate that were all "preoperated, 2x due to infection arthopathy". 2 hematomas requiring revision. 1 temporary neurological deficits.